Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall was noted in event logs with no motor stall recovery. The event was due to pt fall. The pump was damaged when the pt fell. It could not be restarted and the pt was scheduled for a replacement implant. No further info was available as regards to pt status and drug infused via the pump. Additional info has been requested, but was not available as of the date of this report.